Event description:
It was reported that the patient had a pump infection; explant date unknown. Per the manufacturer's device tracking system, the device was replaced approximately 7 months after implant. It was also reported that it was possible that the patient was a staph aureus carrier "with the major 'load' of the staphylococcus residing in her anterior nares". Additional information has been requested from the hcp, but was not available as of the date of this report.